Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the abdomen on (B)(6) 2026, which is off-label usage of the device. On 04/14/2026, it was reported that the patient experienced a skin reaction with skin infection, skin inflammation/swelling, pain/discomfort, underneath sensor pod area only, which occurred 8 days after the sensor had been inserted in the abdomen. The patient reported experiencing pain, swelling, and a skin infection on (B)(6) at around 2:00 am, which required the removal of the sensor. On the same day, he visited an urgent care clinic/hospital for evaluation and stayed for approximately one hour. The doctor prescribed oral antibiotics (unspecified) and a topical medication, which he completed for one week. The patient stated that he is now doing fine. At the time of the report, patient condition was stable. No other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.